Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: toxic reaction and generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5087298 that a female patient with unknown race and age underwent primary breast reconstruction surgery with a 390cc mentor memoryshape breast implant and was presented with toxic reaction and generalized illness (fatigue, brain fog, trouble spelling, trouble remembering things, trouble driving the car, right arm and shoulder mobility and pain problems along with weakness, swelling under eyes, dry mouth and lips, no appetite, tastes changed, insomnia, poor sleep, racing heart while lying down, shallow breathing, dry and yellow eyes, vision changes, swollen neck (had ultra sound done on my thyroid and they found a module), hard to swallow, choked easily, felt my bite was off, lack of motivation, anxiety, easily bruised, night sweats, intolerance to winter cold, depression, irritable, mood swings, raging anger, ear ringing, headaches, feeling weird but tired, chemical sensitivities, constantly humming, shaky hands, difficulty writing, mouth felt awkward when speaking, extreme swings in cholesterol and blood pressure, thyroid issues, hashimoto's thyroid issues,and breast implant illness) postoperatively. As a result, the devices were explanted on (B)(6)2019. This report is for the patient¿s right-sided device.